Event description:
The reporter has lasik surgery on both eyes in 2001. Prior to the surgery, the reporter was told that they were an ideal candidate. Since the surgery, the reporter has experienced severe, debilitating, painful, and emotionally distressing complications. The reporter has severe dry eye, eye pain, loss of visual acuity and headaches as well as halos. The reporter lost a tremendous amount of work and have had to cancel a vacation. The reporter can no longer engage in a number of activities. The reporter is currently under the care of an ophthalmologist who has informed them that they should expect that their complications will probably be permanent. The reporter has had to seek pyschiatric care to deal wtih the depression surrounding the event. The reporter has yet to find any successful treatment for their complications. The reporter was not adequately warned that what is happening to them now could be a possible result of the lasik surgery.